Event description:
Customer reported that the sensor gave a reading of 62 mg/dl when the blood glucose reading was 118 mg/dl. The sensor glucose graph had been trending in the opposite direction from the blood glucose. Customer calibrated when the blood glucose was stable and stated that the values were entered correctly and timely. Customer was advised to change the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.